Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) behavior. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd and the power consumption has also increased by sensing of the patients occasional atrial fibrillation. The power consumption has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects.

Manufacturer narrative:
This device was not initially returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the describe event or problem (b5) section of this report for more information regarding the specific circumstances of this event. The device has subsequently been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) behavior. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd and the power consumption has also increased by sensing of the patients occasional atrial fibrillation. The power consumption has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was subsequently returned to boston scientific, indicating it was explanted. No other information has been provided. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd) behavior. Boston scientific engineering analysis of device data confirmed that the device is exhibiting pbd and the power consumption has also increased by sensing of the patients occasional atrial fibrillation. The power consumption has been increasing during the past year, it is expected to continue to increase and the device needs to be replaced or have the battery status reevaluated in 90 days time. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative that if the clinic finds it difficult to replace the device in this duration due to the current challenging healthcare conditions, they can consider scheduling a follow up device interrogation approximately one to two weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was subsequently returned to boston scientific, indicating it was explanted. No other information has been provided. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not initially returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the describe event or problem (b5) section of this report for more information regarding the specific circumstances of this event. The device has subsequently been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the devices battery faster than normal.